Event description:
Event description cpi received information that during a routine follow-up visit, the physician was not able to interrogate this implantable cardioverter defibrillator (ICD). The device was replaced and no patient complications were reported.